Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter displayed an inaccurate high reading compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 6:30 pm on (B) (6) 2010, when he tested with the subject meter and obtained a result of "110 mg/dl." It is not known when the pt had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt does not take oral medication or insulin injections to manage his diabetes. The pt confirmed that he continued with his usual diabetes routine despite the alleged product issue. The pt denied developing any symptoms, but reportedly received medical treatment from the emergency medical services (ems) on (B) (6) 2010 at approx 6:45 to 7:00 pm. The pt claimed that his blood glucose was tested with the ems meter and obtained a result of "36 mg/dl." Based on statistical methodology, the calculated difference of the blood glucose results between the subject meter and the ems meter exceeds the expected value of <=30% and/or <= 30 mg/dl. The pt stated that he was treated by the ems with glucose tablets/gel. During the troubleshooting session, the cca confirmed that the pt was using a correct technique for testing with the reported meter. The pt did not have a control solution to perform a quality control test at the time of the call. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the pt claims he obtained an inaccurate high reading on the subject meter and required acute emergency medical treatment from the ems for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.